Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer's family member called today to report that while the customer was at the hospital, the old pump was removed and the hospital people "threw it away" along with the other hazard matrial. She will go back to check today. No further details provided.